Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: unknown mentor since april 2015, the dutch breast implant registry (dbir) has been registering characteristics of patients, surgical procedures, and breast implants to monitor, benchmark, and improve the quality of breast implant surgery in the netherlands. Table 15 (pg. 43) shows indications for revision & perioperative findings, reconstructive tissue expanders (2021). Adverse event(s): qty 86 (8.5%): deep wound infection. Qty 56 (5.5%): seroma. Qty 49 (4.8%): capsular contracture. Qty 41 (4.0%): skin necrosis or dehiscence. Qty 40 (3.9%): device rupture or deflation. Qty 39 (3.8%): breast pain. Qty 32 (3.2%): asymmetry. Qty 16 (1.6%): device malposition. Qty 14 (1.4%): flap problem. Qty 11 (1.1%): skin scarring. Qty 9 (0.9%): dissatisfied with volume. Qty 9 (0.9%): hematoma. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.